Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that mini tray 1.8 and biometric identifier (bio ID) were not functioning properly. A field service engineer (fse) removed back panel, released emergency lever and made several attempts to release mini tray but issue persisted. Further the fse replaced the drawer and powered on the station then the drawer functioned properly. Then the fse found broken components in mini and replaced the mini to resolve the issue. The bio ID universal serial bus (usb) cable was reseated, and the bio ID functioned properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es mini drawer 1.8 opened only halfway. When the user attempted to close it, the drawer bounced back and still did not open fully. Customer tried rebooting and release from back panel, but issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.